Event description:
It was reported by repair work order that the foot end of the stretcher would not lower. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.